Manufacturer narrative:
The fse found that white blood cell, red blood cell, and platelet backgrounds were failing on instrument startup. The fse found the blood sampling valve (bsv) actuator was not completely rotating and thus would not dispense into the red blood cell bath; the bsv actuator was replaced. The fse also found the bsv aspiration needle was bent and replaced the bsv. The fse replaced the differential pak and optimized the bsv as part of troubleshooting. (B)(4).

Event description:
The customer reported to a beckman coulter (bec) field service engineer (fse) that a coulter lh 500 hematology analyzer was generating non-numeric results when processing controls and r flags on differential data. The fse was on site to address the instrument's background failures. There were no erroneous results generated.